Manufacturer narrative:
Upon receipt, device interrogation confirmed the device was in safety core. A review of device memory showed two system faults that affected the device memory. The device firmware was not able to recover from this type of memory corruption and reverted to safety core. Software engineers were able to manually correct the memory corruption, allowing the device to undergo laboratory testing. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. The cause of the system faults that resulted in the memory corruption was believed to be due to exposure to naturally occurring radiation or exposure to man-made radiation.

Manufacturer narrative:
Technical services discussed whether the device had encountered any adverse conditions, cold temperatures, emi, or had been dropped. The field representative reported that nothing unusual had occurred with the device. The device was not implanted, was returned, and is undergoing laboratory analysis.

Event description:
Boston scientific received information that during pre-implant testing, this cardiac resynchronization therapy defibrillator (crt-d) displayed a fault code and was found to be in safety core with a single tachy zone.